Event description:
Info was received by maude event report. It was reported that during triple lumen catheter (tlc) placement to right subclavian, guidewire from tlc kit became unraveled during removal of introducer needle & remained in skin. Physician removed guidewire & asked for a second tlc kit. Second insertion presented no difficulty. In 2008, radiologist noted that there was a foreign object, possibly a piece of guidewire, in the subclavian vein in the pt. Chest x-ray, ultrasound, CT, and cta were repeated. Interventional radiology and vascular surgery were consulted. After several consultations, pt elected to keep object implanted in soft tissue.

Manufacturer narrative:
Sample will not be returned for eval.